Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned inside a micro centrifuge vial with moisture and foreign residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while attempting to load a 13.2mm vicmo13.2 implantable collamer lens, diopter -18.0, the lens tore/broke. The damage was noted while removing it from the vial. This occurred on (B)(6) 2020. An alternate lens was successfully implanted and the problem is resolved. The cause of the event is reported as unknown.